Manufacturer narrative:
Our investigation of the reported "gas supply test" fail has been completed. The reported failure in puc gas supply test was confirmed in the returned logs. Earlier investigations of similar failures had pointed out that a faulty capacitor caused this problem. The component fault affects the oxygen inlet pressure signal to the printed circuit control board. This erroneous signal is interpreted as if the inlet oxygen gas supply pressure is low, thereby causing the oxygen gas module to stop delivering oxygen. This failure will be noticed during the pre-use check. Should this failure occur during pt treatment, the ventilator will continue to ventilate with air only. Alarm for low oxygen concentration will be generated if the concentration gets below the set value by more than 6 vol %. The reason why the capacitor failed was inadequate isolation in the capacitor due to MFR problem. As a corrective action (B)(4). Reference exemption#: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. Importer ref#: (B)(4). MFR ref#: (B)(4).